Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the sensar monofocal intraocular lens (iol) was correctly positioned in the injector, the haptic did not deploy but stayed over the optic when positioned inside the capsular bag of the patient's right (od) eye. It was broken and the surgeon had extracted the lens immediately. Incision was enlarged and one suture point was used. The customer indicated that they were not certain if it is the manipulation of the injector or position of the lens in the cartridge (injector) that may attributed to the event. There was no injury reported. No additional information provided.